Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open gastrectomy procedure, the device was fired by resident across antrum for first firing of device. Surgeon noted that 95% of staple line did form, but the proximal 5% of staple line had unformed staples. The case was completed with surgeon using another similar device of different product code to ¿cut out first staple line and used new staple line as anastomosis." There were no patient consequences reported. No bleeding was reported.

Manufacturer narrative:
(B)(4). The analysis results found that the tlc75 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.